Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of past investigation, a definitive root cause could not be determined. However, it is likely the issue occurred due to one of the following mechanisms: mechanism 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. Scope angle, meandering state of the scope tube, state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the loop on the ligating device could not be released. The event occurred during and unspecified therapeutic procedure, which was completed using the subject device by pushing and pulling the metal that came out. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information. Additional information added to the following fields: d4 (lot). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information. Additional information added to the following fields: d4 (expiration date), h4. Olympus will continue to monitor field performance for this device.